Event description:
(B)(4). Since having essure I suffered from heavy bleeding lasting 5-8 days, weight gain, high blood pressure, severe migraines, bad circulation, joint pain, back pain, panic attacks, anxiety, severe lower abdominal pain on left side that would radiate down my left leg during ovulation, pelvic pain, hair loss, dry skin, tooth decay and deterioration, loss of dental fillings, incontinence, hot flashes and mood changes to name a few. Had surgery to remove scar adhesions and finally hysterectomy on (B)(6) 2015